Event description:
Following a ptca procedure using an 8.5 cordis sheath and in which the venous sheath was still in place, an angio-seal device was deployed; however, hemostasis was not achieved with the device, and arterial bleeding was noted. A c-clamp was applied and 40 mg of protamine was administered to the pt with hemostasis achieved. The puncture site was noted to be fine with no evidence of hematoma. The pt was discharged with no sequelae.